Manufacturer narrative:
This report was initially submitted on 02/12/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported that the patient was having a port removal in interventional radiology. The provider injected the port site with local anesthetic around, above, and under the port. When the needled was place under the port for injection, the needle broke off at the hub and became lodged into the patient's right upper lobe of the lung.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. The batch number of impacted sol-m hypodermic needle 25gx1 1/2 " ref: 112515b is unknown and for this reason it was not possible to come back to the manufacturing partner for archived samples analysis. No samples/pictures or any other evidence of impacted product were received from the customer for evaluation. Sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges. If samples or any other useful information for investigation becomes available from the customer, the complaint will be re-analysed accordingly.